Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was initially reported that a portex bivona custom tracheostomy tube that the patient was unable to talk possibly due to a leak. It was then reported that the issue was not due to a leak but were unable to get the cuff deflated. The event was observed when attempting to deflate cuff by family and a home health professional. The tube had been in use for one day prior to event, and the cuff had been filled with water. Cuff patency was tested prior to tube use. After several attempts, they were able to get the water out of the cuff to deflate the cuff and remove the tracheostomy tube. The tube was discarded. No patient injury was reported.